Manufacturer narrative:
Reporter is a j&j employee. Investigation summary visual inspection: the 5.5 viper univ poly driver (p/n: 279734000n, lot #: gm5358804) was returned and received at us cq. Upon visual inspection, it was observed that the device was missing the sleeve sub assembly component (p/n: 887034095). The distal tip of the driver shaft component (p/n: 8870134096) was broken. The broken fragment was not returned. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: there was conclusive evidence that the returned device was missing components, so the dimensional inspection was not performed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed: igs brainlab - quick disconnect poly driver - assembly. Igs brainlab - quick disconnect poly driver - driver sub-assembly. Complaint confirmed? Yes, the device received was broken and missing a component. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the 5.5 viper univ poly driver (p/n: 279734000n, lot #: gm5358804). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for 5.5 viper univ poly driver was conducted identifying that lot number gm5358804 was released in a single batch. Batch1: lot was released on 17 jul 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the 5.5 viper poly driver was found to be broken during inspection. There was no patient involvement. This report is for one (1) 5.5 viper univ poly driver. This is report 1 of 1 for (B)(4).